Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the hcp could not get telemetry. Per the hcp it had been really slow this past week but the last patient the hcp saw could not get telemetry. The hcp saw a message with a really long code telling the hcp to call the manufacturer. The hcp did not get a chance to see the code. It was reviewed sometimes there is a code that starts with ¿08¿ which required application card to be reset or replaced. The hcp did not have another application card but would reset it and see if it helps and call back if needed. It was further reported that the hcp was still unable to get the 8840 to perform telemetry. The hcp removed the memory card and put it back in and this did nothing to help. Per the hcp ¿it¿s been slow lately¿ while working on other pumps but the hcp had just interrogated a different pump earlier today. The hpc had been trying for over an hour ad had eliminated all potential known emi sources and still could not read the pump. Per the hcp the patient would be fine until at least next tuesday so there was no problem with the patient or the pump. Additional information later reported telemetry confirmed a critical alarm was occurring. The alarm was due to zero ml reservoir volume reached. Withdrawal was reported. The patient experienced twitching of the legs and itching. The patient presented to the ER (emergency room) on (B)(6) 2014. When the hcp interrogated the pump the hcp got a message that stated ¿ stopped pump period may exceed tube set¿ which occurred (B)(6) 2014 at 13:46. The last event logs from (B)(6) 2014 at 13:46 show: clock set pump refill occurred pump stopped due to stopped command patient configuration change occurred. No additional logs were shown for that update. The pump was in stopped mode when the hcp interrogated the pump and it said it had been stopped for 58 hours. The hcp stated they were trying to perform a refill on the patient on (B)(6) 2014 and was not able to update the pump. The hpc tried to update the pump multiple times and was not able to do so. After speaking with manufacturer that same day they were sending a new programmer. The patient heard the alarm at 17:30 yesterday evening and started having symptoms of withdrawal today (B)(6) 2014. The hcp indicated that they were going to start the patient back on the same dose the patient was at. The pump was just updated successfully. The patient had been on oral and IV baclofen prior to the pump being started again. The pump was used to deliver gablofen. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information later reported the telemetry issues resolved with new programmer. The pump was not empty on 6/15. The hcp was unable to update telemetry on (B)(6) and pump did not alarm for 48 hours, critical alarm on (B)(6). The hcp refilled the pump and restarted the pump on (B)(6) and the patient was doing fine.